Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds and low amplitudes were noted. The patient with this lead was experiencing tricuspid regurgitation. This rv lead was explanted. No additional adverse patient effects were reported. This product has not returned for analysis.